Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi tse assisted the customer with troubleshooting steps. The isi fse later followed up with the site and was informed that after the power cord was moved to a different outlet the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance due to non-recoverable faults. The customer stated that they were converting the case to open. The system logs reflected remote arm controller (rac) errors 25580 indicating a potential loss of ac power to the console, followed by communication errors and non-recoverable errors 41014, 40241, and 252. The isi tse had customer check the power button on the surgeon console and it was not illuminated. The isi tse had the customer verify the console breaker switch was on and relocate the power cable to another location with no resolve. The isi tse then had the customer cycle the console breaker switch and power was restored to the console and the system powered on successfully with no errors and the "da vinci is ready" audible tone sounded and troubleshooting was concluded.